Manufacturer narrative:
This report is filed on december 19, 2018. (B)(4).

Event description:
Per the patient's surgeon, the patient's device was explanted on (B)(6) 2018 due to infection and extrusion of the device. The patient was re-implanted with another device during the same surgery.